Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer experienced an elevated blood glucose (bg) level from 328-493 (mg/dl). The contact was uncertain as to if the malfunction may have contributed to the elevated bg or if it was due to the customer returning from vacation. The customer took a manual injection and declined to perform a system check with tandem technical support. It was indicated that the customer would use manual injections as alternate insulin therapy.